Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from april 27, 2018 - may 01, 2018. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a leak inside the bag that contained the device. The reported condition was verified. The cause of the condition is not determined; however, the most likely cause is a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "half day infusor" was leaking from the unspecified location. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.